Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the metal of the clip in the case caused an allergic skin reaction. The customer reported that when wearing the case against their skin turned red and itchy and went away once the case was removed. The customer stated that did not have a skin reaction when wearing the pump by itself. The customer reported that does have a known allergy to nickel.